Manufacturer narrative:
B5 correction; it was reported that the patient had experienced a cardiopulmary arrest.

Event description:
It was reported that the patient had experienced a cardiopulmary arrest.

Event description:
It was reported that the patient experienced respiratory distress. CPR was preformed and the patient was hospitalized. As a result, the trial leads were explanted on (B)(6) 2025. Patient is stable and no longer hospitalized. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000175379.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.